Manufacturer narrative:
Continuation of d10: 383069 lead, implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced dizziness and asystole while cooking on an electric stove during travel. During follow-up, the patient was informed that they conducted electrical energy from the stove which caused electromagnetic interference (emi), resulting in inhibition of pacing and the implantable cardioverter defibrillator (ICD) device temporarily not functioning as expected as it ¿stopped¿. The patient noted prior device reports showing additional interference events but stated they did not experience symptoms during those instances. Review of device data identified an episode consistent with external emi occurring while the patient was operating an electric stove and electrograms (egm) demonstrated external noise with inhibition of pacing. Of note, external noise was noted on both right ventricular (rv) leads which was not reproduced in clinical setting. It was further reported that there were additional concerns regarding possible device movement within the pocket. The patient has experienced significant weight loss, and the device has migrated inferiorly, allowing rotation in certain positions. Reprogramming was initially performed and the device was later placed in the submuscular. The ICD and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction due to the missing outcome of "life threatening", corrected imf to f1203. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.